Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress of repeated use, external factors, or handling. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: the operation manual ¿warnings and cautions¿. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported, the forceps elevator wire of the duodenovideoscope was broken. The device was returned to olympus and an evaluation revealed, the adhesive part of the lighting lens was peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
A device evaluation of the returned device confirmed the customer allegation. Cuts were noted on the forceps elevator wire. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Wrinkles were found on the insertion tube. Watertightness was not maintained due to wear of the forceps lever. Scratches were found throughout the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.